Manufacturer narrative:
Remains implanted.

Manufacturer narrative:
The patient returned for follow-up on (B)(6) 2014 and the endoleak appeared to have resolved since the initial implant procedure; however, the physician proceeded with a re-intervention on the same day to place a balloon expandable stent in the seal zone. As of the date of this report, there have been no additional patient sequelae reported.

Event description:
An ovation prime abdominal stent graft system was successfully implanted to treat an abdominal aortic aneurysm at the time of the index procedure. A review of the 15 day post-operative CT shows the presence of a potential type ia endoleak; at the level of the sealing ring, significant angulation, which exceeds the implant's indications for use, is present and the aortic vessel rapidly dilates just below the intended landing zone. As of the date of this report, there have been no re-intervention procedures or additional patient sequelae reported and the patient will continue to be monitored.